Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Mother stated (B)(6) daughter had a piece of a tampon fall out of her when she was using the bathroom. Daughter was complaining about an odor and just got over her period. Mother took her daughter to the emergency room she was diagnosed with a yeast infection.